Event description:
It was reported by the customer the lcsc5 was used during a bowel procedure. It was reported while using the device for a short time, part of the tip broke off. The tip was retrieved from the pt. There was no consequence to the pt.